Event description:
Epic emr, could not enter an order for testing (B)(6) pcr on csf. This patient suffered an lp for possible meningitis/encephalitis, then could not order proper testing. This resulted in prolonged exposure to acyclovir (currently on shortage) in a patient who has chronic renal insufficiency. FDA safety report ID# (B)(4).